Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call experiencing low blood glucose levels of 51 mg/dl. The customer's mother stated that they treated blood glucose levels with 15 grams of tablet and juice. The customer's mother stated that the low blood glucose levels have been going on for about a week. Troubleshooting was done and did not find issues. The drive support cap is normal, customer was advised to monitor pump and blood glucose levels. The insulin pump will not return for analysis.